Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient reported edema, intense photosensitivity, corneal scarring, and ectasia following lasik treatment. A liftegraft treatment was used in the postoperative period. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).